Event description:
Spontaneous report, from (B)(6). Local reference # (B)(4). Quality complaint file was opened; local complaint reference # (B)(4). Quality complaint: # (B)(4). Initial information received by the manufacturer from the (B)(6) on 10-jan-2019 (reference # (B)(4)) reporting information from dental office. The same report was received from (B)(6) on 15-jan-2019. Incident reporting form received on 25-feb-2019 from the dentist. On 22-nov-2019 (noted in incident reporting form but 29-nov-2018 in the (B)(6) report), dental student administered a local anesthetic (trade name not specified) with the suspect device ultra safety plus needle blue 30ga (batch # f51257aa and expiration date: mar-2023). Needle broke on 3 occasions and was withdrawn from patients mouth. No injury was reported. The patients were reassured and all needles from the same batch were withdrawn from clinic. The patients recovered and the dentist did not considered this incident as serious. Additional information is expected. Causality assessment on 28-mar-2019 on initial information received on 10-jan-2019 and on additional information received on 25-feb-2019: seriousness: serious. Expectedness: needle issue: unexpected EU/ca/us. No adverse event: expected EU/ca/us. Causality: latency: compatible. Recognized association: no. Analysis - a dental student reported needle breakage while using the device in patients. The possible causes for the reported event may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection and to conclude. Quality investigation is ongoing; pending the results, the case report was considered as not assessable. Concluded causality who: not assessable.

Manufacturer narrative:
The manufacturer's device analysis results the reported defect did not result in any medical intervention to remove the needle fragment. This was the first complaint received for this defect on this cannula batch for the (B)(4) assembled cannulas including (B)(4) 0 on this batch of needle guards. The controls set up by our cannula supplier and during internal production allow to avoid the risk of providing defective cannulas. In addition, during the tests carried out, no defect could be observed on the needles tested on the concerned batch: no needle breakage occurred during the bending tests with strength greater than 22n. In the absence of recurrence recorded for this type of issue on this batch, of defect retrieved during tests performed, and considering presumption of misuse by the practitioner related to lack of training (dental student), the residual risk was considered acceptable. Final comments from the manufacturer no abnormality, nor maintenance intervention that could have an impact on the quality of the product were identified during production of the batch. Moreover, no defects were found during quality tests and, as the practitioner did not provide the device concerned by the complaint nor the needle guards from the concerned box, the cause of the defect could not be determined. The cause of improper use by the practitioner cannot be ruled out: folding of the cannula before injection or excessive pressure having caused too much stress on the cannula during the injection or sudden movement of the cannula needle during injection. As the incident occurred during injection by a dental student, the preferred cause would be related to the conditions of the anesthesia and to lack of experience of the practitioner. The nervous state of the patient at the time of injection may also have an impact on the conditions of the anesthesia. Good practices for the use of needle guards are listed in the package.

Event description:
Spontaneous report from northern ireland, u.k. Follow-up #2 received on (B)(6)2019 : investigation report information. Investigation was performed on batch f51257aa and concluded as follow: no defect were found during quality tests on the needles of the concerned batch and as the practitioner did not provide the device concerned by the complaint nor the needle guards from the concerned box, the cause of the defect could not be determined. The cause of improper use by the practitioner cannot be ruled out: folding of the cannula before injection or excessive pressure having caused too much stress on the cannula during the injection or sudden movement of the cannula needle during injection. The nervous state of the patient at the time of injection may also have an impact on the conditions of the anesthesia. In the absence of recurrence of this issue on this batch, no corrective action will be set up. Causality assessment on(B)(6)2019 on additional information received on (B)(6)2019: a. Seriousness: serious b. Expectedness: needle issue: unexpected EU/ca/us no adverse event: expected EU/ca/us c. Causality a) latency: compatible b) recognized association: no c) analysis - a dental student reported needle breakage while using the device in patients. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection. However, as quality investigations retrieved no defect on the batch of the device, the preferred causes may be bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure or misuse of the device due to lack of experience of the practitioner. D) dechallenge: na e) rechallenge: na concluded causality who: unlikely follow-up #2 received on (B)(6)2019 : assessment changed from not assessable to unlikely